Manufacturer narrative:
The system was examined and the reported issue was replicated. The company representative replaced the core module and then the system was tested. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming core module. However, as to how or when it became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported very low laser power during a photocoagulation procedure. The surgeon used a different port. The procedure was completed with no harm to the patient.